Manufacturer narrative:
(B)(4). G2: spain. D10 - medical product: catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 104660 catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7336441 catalog #: 113628, comp primary stem 8mm mini, lot # 65641630 catalog #: 115375, comp rvs tray +5mm co 44mm, lot # 931240 h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been requested by hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02548, 0001825034-2023-02550, 0001825034-2023-02552, 0001825034-2023-02553.

Event description:
It was reported that the patient had initial surgery approximately 10 months ago. Subsequently, they had a revision approximately 9 months post-implantation for unknown reasons. It was stated that the patient did not follow the surgeon's instructions and that the patient did not have an infection. There was no contributing condition and the revision went according to plan. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Patient non-compliance to surgeon's instructions was noted. However, with the information available a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.